Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out, externalized conductors were observed between the svc and rv coils. No electrical anomalies were detected. A dft test was performed, and the lead was connected to a new device.